Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was unpacked on (B)(6) 2017. According to the complainant, during the inspection of the device, there was a hair found on the package. Half of the piece of the hair was hanging outside the box and the half was inside the sterile portion of the kit. There was no procedure involved and the device was not used in the patient.

Manufacturer narrative:
Visual examination of the returned device found in its unopened labeled package. The complaint sample was inspected and analyzed and a hair was observed in the seal. It was noted that the condition of the returned unit is consistent with the complaint incident that there was a hair found inside the sealed, sterile package. Based on the device condition, the root cause of this complaint is manufacturing and an investigation has been initiated to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was unpacked on (B)(6) 2017. According to the complainant, during the inspection of the device, there was a hair found on the package. Half of the piece of the hair was hanging outside the box and the half was inside the sterile portion of the kit. There was no procedure involved and the device was not used in the patient.